Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 594 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The treatment resolved the issue, and no permanent damage was identified. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended. Multiple attempts were made to follow up with the customer for additional information; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.